Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high left ventricular (lv) lead thresholds led to an increased drain on the cardiac resynchronization therapy defibrillator (crt-d) battery. The crt-d was explanted and replaced. The lv lead remain in use. No patient complications have been reported as a result of this event.